Manufacturer narrative:
Investigation summary: 1 sample was returned to bdj. Bdj confirmed that the needle shield with hub was detached from the barrel. No samples were returned to (B)(4), therefore the investigation was performed based on the photos provided. Two photos of a 0.3ml bd insulin syringe were provided. The customer reported when removing the shield, the needle with the shield was separated from the barrel. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch # 0286309 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ ii insulin syringe barrel while removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, when removing the shield, the needle with the shied was separated from the barrel."